Event description:
It was reported, the insufflation unit air supply failure occurred, during a therapeutic digestive surgery. The procedure was complete with similar device. No delay was reported. And no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The front panel was not working. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the front panel controls were not working. The cause of the faulty front panel was attributed to a malfunctioning printed circuit board. Olympus will continue to monitor field performance for this device.